Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a uv-flash solution transfer set had a broken mainbody (light blue twist clamp component) and spike. This was noticed during patient use, after the device had been used for approximately 30 days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.